Manufacturer narrative:
B5- it was later reported that it was an iris configuration issue and not an issue with vault or the icl. Claim # (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -11.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault, elevated iop and unreactive pupil (pupil is reactive to light but very dilated). For status of the eye (signs/symptoms): "awaiting follow up" was reported." Device" was reported to be the cause of this event. For cause details the reporter stated " surgeon interpretation is that the angle is open but that the configuration and vault of icl is such that the pupil cannot constict over the lip of the optic resulting in the pupil being mechanically prevented from returning to normal size." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.